Event description:
Pt having x-ray of both feet. X-ray table at complete verticle position. Pt told to hold onto handles on side of table. Pt refused, worried it would not hold her. Pt put one hand on handle other on side of table. As table was adjusted, pt's finger was smashed.